Manufacturer narrative:
Product event summary: it was reported that the controller ac adapter was unable to provide power. One (1) controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the device revealed that the unit passed visual inspection but failed functional testing; the controller ac adapter was not providing the expected voltage output. Internal inspection of the unit revealed that multiple components were found damaged, including a shorted integrated offline switcher. These findings suggest that the offline switcher was faulty, causing the voltage output to deviate. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to a faulty offline switcher. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the controller ac adaptor was unable to provide power to the controller. The controller ac adaptor was replaced. No patient complications have been reported as a result of this event.